Event description:
It is reported that the device was implanted in 2005. Post-op in 2006, the device was revised due to broken screw.

Manufacturer narrative:
Evaluation summary: the cause of the reported screw fracture could not be definitely determined. It is recommended to apply 95 in.-lbs. Of torque with the wrench. Do not over or under torque. H6: evaluation codes: no device or x-rays were received for evaluation. The device history records indicate that the articular surface was manufactured and packaged to specification.